Manufacturer narrative:
One used device was returned for evaluation. A photo was returned showing the entire fluid circuit and visually describing the source of the reported leakage at the connection between the male luer of the pump set and the female luer of the spinning spiros near the blue retention collar. There was no leakage or damage observed from the photo. There were no disconnections observed at any location along the fluid path. As returned the spinning spiros in question was connected into a complex fluid circuit. It was observed that the location of the reported leakage at the connection between the male luer of the pump set and the female luer of the spinning spiros near the blue retention collar were not properly engaged which can lead to a disconnection and subsequent leakage. There was no spin feature damage or anomalies observed that would have lead to a disconnect. Though no leakage was confirmed during testing, the potential for a disconnect leak was confirmed. The probable cause of a disconnect leak of this nature is an inadequate luer thread connection that occurred during use. A lot review couldn't be performed due to unknown lot.

Manufacturer narrative:
The device was received for evaluation, it is pending investigation.

Event description:
The customer reported an issue with spiros. It was reported that they notice the chemo tubing leaking onto the bed. Tubing had just been made by previous nurse and no chemo was running. Took down the tubing and noticed it was leaking between the spiros and the added filter. New tubing made and hung. When the team followed up with the nurse, the nurse stated that the leak was around spot #3. There was patient involvement, no adverse event and no report of delay in therapy.